Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse found broken reagent probe b tubing assembly which cause the failure. Fse replaced the reagent probe b tubing assembly to resolve the issue. (B)(4). The instrument software version is 5.4.

Event description:
The customer reported observing reagent probe b tubing came off and fluid leak in the drip tray in unicel dxc 600i synchron access clinical system. In addition, the customer was getting "cc sample cuvette no fluid detected" error due to this event. The leak was contained within the instrument. The customer was wearing lab coat, gloves, and eye protection. There is no report of injury or exposure to the operator and no erroneous results were generated due to this event.